Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from the (B)(6) alleged that they received a potential false positive result for a patient¿s sample tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. The customer reported that on (B)(6) 2021 that they observed a influenza b positive result for a patient¿s sample when tested and analyzed on the cobas® liat® system (s/n (B)(4)). The patient¿s same sample was repeat tested with a different assay the frta rsv/flu test and analyzed on a different cobas® liat® system (s/n (B)(4)) that generated influenza b negative, rsv positive result. The patient¿s same sample was repeat tested analyzed on the cobas® liat® system (s/n (B)(4)) that also generated an influenza b negative, rsv positive result. Patient sample was collected using nasal swab collection media type not provided. The customer confirmed there was no allegation of harm to the patient. The influenza b positive result was reported out to the patient and/or personnel treating the patient. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
In house testing material results: functional testing of scfa lot 10222z was performed using two retain kits. One positive control and 39 replicates of negative control/dilution utm were tested. All negative control/utm replicates generated 'flu a not detected, flu b not detected, sars-cov-2 not detected' results. The complaint allegation was not observed. No systemic issue was identified. (B)(4).